Event description:
Patient was here for a breast biopsy. Radiologist had one successful pass. The device was pre-fired, placed into the patient's breast, and the device failed to capture the specimen. The device was removed from the patient and the radiologist tried to press the capture button, but it would not budge. Therefore, a second device was opened and we successfully preceded with the biopsy. Device info: celero breast biopsy device 12 gauge. Ref: celero-12, lot# e23e05rp, exp 5/4/25. (B)(4)